Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent (cartridge alarm 1 - no pressure change when expected) with multiple cartridges.. Customer's blood glucose was 143 mg/dl. Reportedly, a new cartridge was loaded to address the event.